Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stated that when assembling the bed, the locking wheel attachment is breaking at the weld. He also mentioned that under the bed end it is damaged. MDR filed.